Event description:
The facility reported a pump that is over medicating on channel b. This problem was identified during bio-med testing. There was no patient injury intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up will be filed upon completion of an evaluation, or if any additional information becomes available.